Event description:
Flipcutter drill 11.5 and 11.0 broke off in the patient's left knee. Patient had previous orif of tibial plateau with hardware intact. When drill flipped out to the full 11.5 and 11.0 diameter they broke off. All pieces removed with x-ray verification.